Event description:
A medtronic representative received a report from the site x-ray technician and the neurosurgery representative that, while in an axiem tumor resection procedure the synergy cranial 2.2.6 software became unresponsive. The surgeon chose to perform an axiem tumor resection; the axiem box was then plugged into the navigation system, software was updated and moved to the registration screen. The software became unresponsive, the site shut down the system, re-launched the cranial software and moved forward to the select patient screen where the system was, again, unresponsive. A second navigation system was brought into the operating room (or), where it became unresponsive at the select patient screen. The surgeon opted to move to an optical procedure and no further issues were experienced. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.